Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 female patient underwent revision breast augmentation with a 500cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade IV. The issue was reported by the physician on (B)(6) 2018. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3505004bc; serial number (B)(4) on the right side and catalog number 3505004bc; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.